Event description:
Related manufacturer report number: 2017865-2025-12064. It was reported that the patient was dependent on the system for normal function. It was observed that the right atrial (ra) lead exhibited reproducible noise. The patient was brought in for a procedure during which the right ventricular (rv) lead was noted upon inspection to have a can to lead abrasion though parameters were within normal limits. The ra and rv leads were capped on (B)(6) 2025 and replaced. The patient tolerated the procedure well and was stable before, during, and after the event.